Event description:
A valiant stent graft was implanted for treatment of a thoracic aortic aneurysm. It was reported that the 22 fr sentrant sheath was placed in the right femoral after deployment of valiant 40x40x200 to back fill the artery. The sheath was successfully placed and when dilator was removed from the sheath, blood was leaking out of the hemostatic valve. The physician claimed that it was a defect in the product. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).